Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a stress urinary incontinence procedure performed on (B)(6), 2010. According to the complainant, post procedure, the patient was unable to urinate for four weeks. The physician went back in and "released" the sling. The patient's condition at the conclusion of the procedure was reported to be "great".